Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general sigmoid colectomy surgical procedure, the 8mm permanent cautery hook instrument, when removing the instrument during surgery, a piece came off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: I have added, the loose little piece that felt from the instrument. So, you could see where it was missing. It was on the edge from the grey part that makes connection with the drape.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken chassis at the proximal end, near the release button. The broken piece was not returned, measuring roughly 7.25mm x 27.27mm in size. Components adjacent to this broken chassis do not show damage.